Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 32, 350, 100, 120, 70 mg/dl. The customer drinks some coke to treat low blood glucose. The customer stated that the insulin pump had failed battery alert. The troubleshooting was performed for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The product will not be returned for analysis.